Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric device was leaking. The location of the leak was described as, ¿leakage between the accufuser pump and the microclave bung, as well as some leakage around the closed system that they use¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.